Manufacturer narrative:
Additional information: the meter associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house testing. Retain strips tested on the returned meter met accuracy criteria. When reviewing the entire in-house testing history for lot 372984a, it was found that the lot meets release criteria. The product performed as expected. A review of the manufacturing records for lot 372984a did not uncover any non-conformances. The lot meets release specification. The returned meter passed functional and thermistor testing requirements during in-house investigation. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above. Concomitant product(s): removed the monitor as a concomitant medical product and added the inratio pt/inr test strips. PMA 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system labeled for single use?: changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester's son-in-law called alleging patient had received discrepant high inratio values. (B)(6) 2015 inratio reported to be in the high 4s or low 5s. (B)(6) 2015 lab = 2.4. Patient's therapeutic range 2 - 3. No reported adverse patient sequela.